Manufacturer narrative:
(B)(4). Method: only the inspiratory limb of the complaint rt235 infant dual heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory heater wire was resistance and continuity tested using a calibrated multimeter. Results: resistance test revealed that the inspiratory heater wire was within specification. The continuity test identified a break in the heater wire at the connection to the right heater wire pin inside the over-moulded plug. A lot check could not be carried out as the lot number was not provided. Conclusion: we are unable to determine what may have caused the observed damage on the inspiratory heater wire. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution. The user instructions that accompany the breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The hospital staff correctly checked the subject breathing circuit prior to patient use. This is in line with our user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the inspiratory limb of an rt235 infant dual heated evaqua breathing circuit was not heating. This was found prior to patient use.